Event description:
During an attempt by a fellow to place a femoral arterial line on a (B)(6) female transplant patient with pre-existing condition of being very compromised, septic and all; the catheter disconnected from the hub. Catheter subsequently migrated upwards into patient's artery. The patient is too unstable to have ir remove it yet. Rapid response was called immediately following incident. Ir may need to retrieve it. Additional description of procedure from the rep - received 09/03/2014 - the patient was located in the ICU. The patient had a perfusing heart rhythm; however, we were unable to obtain a blood pressure with manual cuff. The physician attempted to identify the right radial artery and right ulnar artery with the ultrasound; however, as the patient was on high dose of norepinephrine at the time, the vessels were nonpulsatile and unable to be visualized on ultrasound. Therefore, the physician aborted the attempted right arterial line. The patient had an easily palpable right femoral pulse. The area was prepped and draped in the normal sterile fashion. Ultrasound guidance was used to locate the femoral artery and the artery was accessed with palpation. The needle introducer was placed and the wire was passed through the needle. The needle was passed off to the sharps container on the femoral artery line kit. Then used the 3-french dilator to dilate the vessel and then placed the catheter over the wire using the seldinger technique. The physicians removed the wire and there was pulsatile flow, confirming placement was in the femoral artery. After the catheter was hooked up to the pressure bag, the catheter tip broke free. Initially, the physician was able to palpate the area with the catheter; however, within seconds it was nonpalpable. The physician increased incision site to about 1 cm so that the physician could palpable within the subcutaneous tissue. The catheter was nonpalpable at this time. The wound was covered with a dry dressing and occlusive barrier. Patient was unstable due to pre-existing conditions and nothing related to the device failure. The patient's condition prevented her from being able to undergo the procedure necessary to remove the catheter. They applied dressing t the area and the catheter did not migrate further into the artery. Patient expired. Unrelated to device failure.

Manufacturer narrative:
(B)(4). Event evaluation: product was returned in an opened and used condition. A visual inspection noted that the catheter had separated from the hub. Both ends of the catheter that had separated, appeared to be stretched, like the catheter had been exposed to forces beyond its design. A review of complaint history, device history records, quality control, and a visual inspection of the device were conducted during the investigation. Quality control confirms catheter surface is clean, smooth and free of damage. There is no evidence to suggest that the product was not manufactured to specifications. The customer stated that the patient death was unrelated to the hub separating from the device. Quality engineering risk assessment was used to assess the risk of this complaint. Per the conclusion, no further risk reduction is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.